Event description:
During eval, the force sensor pins were found to be dislodged. During eval, the force sensor was found to be out of calibration.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a dislodged display screen and dislodged force sensor pins. The force sensor was found to be out of calibration.